Event description:
On (B)(6) 2013, the reporter contacted animas and alleged that the display was dim/difficult to read. There is no adverse event reported. This complaint is being reported because the issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.